Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced turbid pd fluid and abdomen ¿uncomfortability¿. The cause of the events was not reported. The same day the patient was hospitalized for the events and was treated with unspecified antibiotics. Two days after hospitalization, the patient passed away. The cause of death was reported as due to sepsis. The cause of and treatment for the sepsis was not reported. It was not reported if an autopsy was performed. The outcome for abdominal discomfort and turbid fluid was not reported. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available..